Event description:
Discrepant results when compared to a lab. The reported device result was 3.1, 2.6, 3.3, 2.6, 2.2 and 2.6 inr. The corresponding lab result reported was 2.27, 1.87, 2.2, 1.87, 3.46 and 2.08 inr.